Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. At an unspecified time, the pain nurse reported the device either lost its configuration or had an incorrect configuration. It was also reported at an unspecified time, the device alarmed error code 06/001 (infusion data crc error). No specific event details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. The customer contact did not provide an event date; therefore, a review of the most recent programming occurred on (B)(4) 2013 at 1604, indicated the history was cleared and the device was programmed in the continuous only delivery in ml mode, with a 10ml/hr rate, a 190ml container size and a priming volume of 6.72ml is indicated. At 1612, the delivery was started. A new date of 04/001/003 occurred. At 0958, an almost empty alarm occurred. At 1000, the silence key was pressed and a 06/001/003 (infusion data crc error) alarm occurred. Between 1005 and 1009, the device was powered on and off 2 times. A review of the programming indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.